Event description:
There was an allegation of questionable hcg+beta elecsys results from the cobas e411 disk analyzer. Patient 1 initial result from an aliquot of the sample was 0.441 miu/ml with a data flag. The repeat result using the primary sample tube was 57560 miu/ml. Patient 2 initial result from an aliquot of the sample was 0.390 miu/ml with a data flag. The repeat result using the primary sample tube was 62228 miu/ml. The questionable results were reported outside of the laboratory and were questioned by the physician as the patients were known to be pregnant. The repeat results were believed correct. The reagent lot number was 61488805 with an expiration date of 31-jul-2023.

Manufacturer narrative:
The field service representative found there was kinked tubing on the sample/regent probe and the probe was slightly misaligned. He aligned the sample/reagent probe, performed a system volume check, and ran precision testing. The customer ran calibration and qc that was within specification. The investigation is ongoing.

Manufacturer narrative:
The investigation determined the service actions resolved the issue.